Event description:
Hcp reported pt presented in 2003 with "lle sciatica; left l4 dermatome; severe back pain & leg pain." An MRI was performed 3 months later. There was a granuloma at the tip of the catheter at l1-2. The granuloma was removed and the distal tip of the catheter was replaced. "Pain is now under good control."